Event description:
It was reported that inflation could not be maintained on one (1) m6fen, specialized fenestrated low pressure cuffed tracheostomy tube. The device was in use for two (2) days before the inflation problem was tested prior to insertion. There was on (1) pt involved with no reported pt compromise. The m6fen device was discarded and as such is not available to be returned to the MFR for identification, analysis nad investigation